Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer delivered multiple boluses, however, the boluses were missing from the pump history and t: connect logs. Tandem technical support guided the customer through delivering a test bolus of 2 units and it did not show up on the pump history or on insulin on board. A 5 unit bolus test was delivered and it did show up on the pump history. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.